Event description:
The customer reported via phone call that she requested assistance with the pump settings. Customer's blood glucose was 268 mg/dl. Customer stated that she was not connected to a pump due to waiting for the replacement and she experienced a low blood glucose reaction. Customer had a low blood glucose incident on (B)(6) 2015 with a blood glucose of 37 mg/dl. Customer was treated with dextrose (d50) at the scene. Customer was not taken to any facility but the customer's spouse had contacted the paramedics.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.